Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. The device was unable to perform all functional testing due to blank display. The pump was received with a moisture damaged motor, vibrator, keypad and battery tube assembly. The pump was received with a cracked case at the display window corner and .reservoir tube lip. The lcd window had minor scratches, a stained end cap sticker and cracked battery tube threads.

Event description:
It was reported via phone call that customer¿s insulin pump was exposed to moisture. Customer¿s blood glucose was 164mg/dl at time of incident. Customer states that during the aquatic therapy pump was dropped in water. Customer reports there was fluid under the lcd display also has bubbles on screen due to water. Customer advised to discontinue use of the pump and to revert to backup plan per hcp instruction. Insulin pump will be return for analysis.